Event description:
New information received notes that the physician elected to cap and replace the right ventricular (rv) lead on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
A partial lead (only connector portion) was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department due to a syncopal episode. Upon device interrogation, it was discovered that the patient experienced a ventricular fibrillation (vf) episode which correlated with the syncopal episode. Furthermore, it was discovered that the patient's right ventricular (rv) lead had low defibrillation impedance. It was noted that a shock was aborted due to over current detection although a subsequent albeit delayed shock was able to break the patient's vf. Programming changes were made to address the issue and the patient was in stable condition afterwards.